Event description:
It was reported that an x-ray revealed the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition. The helix of the rv lead was revealed to be bent following the explant procedure.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The helix was extended and bent and clogged with blood and tissue. The reported event of helix bent was confirmed. An x-ray examination of the inner coil revealed no anomalies inside the connector region. An x-ray examination revealed the helix was extended and bent consistent with procedural damage. Unable to perform helix mechanism and extension length test due to damage helix as received. The cause of the reported event of helix bent was consistent with procedural damage. A visual and x-ray inspections of the lead revealed no anomalies except for procedural damage.